Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the sample was not returned for evaluation, one electronic photo was provided for review. The photo shows the partial view of glidepath path catheter along with other components. Blood residues were node the glidepath catheter and cuff. Extension legs were unclear with blood in one leg. No other anomalies were noted due to unclear photo. Therefore, the investigation is inconclusive for the reported deformation, fracture, separation, flow issue, removal difficulty, entrapment and disconnection issues as provided evidence was unclear to confirm the issue and as the exact circumstances at the time of the reported event cannot be verified from the photo. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, e1, g3, h6 (device, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent the dialysis catheter placement procedure. During the procedure, the catheter was allegedly found fistula damage. It was further reported that the needle allegedly not tightly attached to the tip of the catheter. Reportedly, severe creasing in the tapered section of the cuff was noted after implantation and patient has failed dialysis flow. The procedure was completed by replaced with another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent the dialysis catheter placement procedure. Severe creasing in the tapered section of the cuff was noted after implantation. It was further reported that the needle allegedly not tightly attached to the tip of the catheter and repeatedly falls out when pulling on the subcutaneous tunneling needle. Proper subcutaneous separation was done specifically for the tunnel before the catheter was found to be severely fractured. The procedure was completed by replaced with another device. There was no reported patient injury.